Manufacturer narrative:
Device evaluation: visual inspection revealed no damage to either the hex drive or the threads. Potential cause: root cause was unable to be determined as no product issue was found. DHR review: per DHR review, the parts were likely conforming when they left zimvie control. Device use: these devices are used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that three pathfinder closure tops stripped during final tightening intra-operatively. They were removed and replaced with other closure tops to complete the procedure without patient impacts. This is report three of three for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2022-00083 through 3012447612-2022-00084.

Event description:
It was reported that three pathfinder closure tops stripped during final tightening intra-operatively. They were removed and replaced with other closure tops to complete the procedure without patient impacts. This is report three of three for this event.